Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to place the pump into storage mode before returning it to tandem using the provided return box and pre-paid label. A replacement pump with updated software was sent to the customer, who was instructed to transfer their settings and connect their cgm to the new device. The customer acknowledged and understood all instructions provided by technical support. Customer will continue to use current pump.